Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that the reservoir was leaking. The customer stated that prior to the event, he had received an alarm and could see condensation inside the insulin pump. Troubleshooting was performed and as the customer removed the reservoir, he felt and saw insulin dripping from the back of the reservoir. Nothing further was reported.